Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was report to boston scientific corporation in 2008, that a contour ercp cannula device was used on the day before. According to the complainant, the cannula kinked as a result of resistance encountered while trying to advance the contour cannula through the endoscope. Reportedly, the procedure was completed with another contour ercp cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".